Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that the ¿overdischarge¿ was referring to the volume discrepancy with an actual volume of 5 ml but 1,3 ml was expected. The pump was in a current stall and had not recovered after the third stall. The pump was explanted and to be returned ¿next week¿. The concentrations were now reported as morphine 20,97 mg/ml, naropeine 4,8 mg/ml, and prialt 0,9 microgramme/ml. The implant date was also provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further confirmed that the explant date was (B)(6) 2017, as previously planned. The cause of the motor stalls/discharge was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received an unspecified drug, concentration, and dose via an implantable pump. The indication for use was not provided. It was reported that during normal use on (B)(6) ¿overdischarge¿ and three motor stalls with pain and symptom return occurred. The patient¿s therapy was less efficient due to the pump motor stall. As reported, there were no environmental, external, or patient factors that might have led or contributed to this event. No troubleshooting was performed. Actions/interventions included report that surgical intervention was planned for (B)(6) and the with explant and the patient would be re-implanted. At the time of the report, the pump remained implanted and in-service. The issue was unresolved and the patient¿s status was reported as alive-with injury. The report of overdischarge was being clarified. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Further, pump logs from (B)(6) 2017 were provided which indicated that the pump stalled on (B)(6) 2017 at 03:32 recovered that day at 05:05, stall again that day at 05:51 and a stopped pump period may exceed tube set message occurred on (B)(6) 2017 at 05:51. The pump recovered on (B)(6) 2017 at 03:42 and stalled again that day at 11:16. Another stopped pump period may exceed tube set presented on (B)(6) 2017 at 11:16. The estimated replacement indicator (eri) was 11 months.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A pump report from (B)(6) 2017 was provided which indicated that the pump had stalled and the stopped pump duration may exceed tube set was declared. The pump was noted to have delivered in flex dosing morphine 20 973,8 mcg/ml at a dose of 28 065 mcg/day, naropeine 4 868,9 mcg/ml at a dose of 6 515,0 mcg/day, and prialt 0,9 mcg/ml at a dose of 1,20427 mcg/day. It was further provided that the pump was still at the hospital but would be returned.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Residue in the motor gear train that contributed to the motor stall. (B)(4). If information is provided in the future, a supplemental report will be issued.